Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. Upon interrogation, it was noted that the noise was oversensed by the device and led to pacing inhibition. It was also noted that the patient was dependent. Programming changes were discussed. No intervention was performed. On (B)(6) 2020, the patient presented to the hospital after a fall that was suspected to be due to pacing inhibition. The noise was reproducible in clinic. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.

Event description:
New information received notes the fall resulted in a hip fracture.